Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia, while tacking the mesh, the doctor fired the first 2-3 tacks without issue through mesh. After the 3rd firing, when squeezing the handle, no tacks would come out. He took the device out of the patient and fired a tack onto the mayo stand without issue. He introduced the device again and tried tacking the mesh but when squeezing the handle, it was difficult and the tacks would not penetrate the mesh. They opened a new device to finish the case and tack the rest of the mesh and to complete tacking mesh. The patient was alive with no injury.